Event description:
The investigation was concluded on the 25-nov-2020, this supplement report is being submitted to include the investigation conclusions.

Manufacturer narrative:
Device evaluation: 1 x zebd-7-7 of unknown lot number was unavailable for return to cirl for evaluation. This file deals with the off-label use of the placed zebd-7-7 device. The lot number of the device could not be identified. This file is related to MDR ref #3001845648-2020-00472 which deals with a kink with the initial zebd-7-7 device to be placed caused by a user error with an incompatible wire guide. This is also related to an additional file which was opened for the negative feedback from the physician's request to change the product design with a mark on a stent. It was confirmed that the needle mentioned in the complaint was not a cook product documents review including IFU review: prior to distribution all zebd-7-7 are subjected to visual and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place in cirl. A review of the manufacturing records for zebd-7-7 device could not be completed as the lot number is unknown. It should be noted that the device was used off-label, outside its intended use stated in the instructions for use (ifu0045-7) "this device is used to drain obstructed biliary ducts" and in the notes section ¿do not use this device for any purpose other than stated intended use.¿ where the use of the device in the for pancreatic pseudo cyst drainage in this procedure is not a stated use as per the IFU and therefore has not been tested in a clinical setting. It was also noted that an incorrect wireguide was used as per information supplied in the patient/event info-notes section a 0.025¿ wireguide was used. Root cause review: a definitive root cause can be attributed to the off-label use of the device, when the device is outside its stated intended use in this case for pancreatic pseudo cyst drainage, it may lead to outcomes that were never intended to happen and were never studied. It may also be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As per information stated a 0.025" wire guide was used. Summary: complaint is confirmed based on customer testimony. According to the information reported, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions. Additional information received 14-oct confirming the lot number is unknown, d.4 product lot # (MDR) and expiration date have been updated to reflect this.

Event description:
Additional information received 14-oct confirming the lot number is unknown, d.4 product lot # (MDR) and expiration date have been updated to reflect this.

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
The device was use for drainage of the pseudo cyst. The pancreas cyst, which was the target site was punctured with a 19g fna needle through the stomach. Olympus's 0.025 visiglide wire guide was inserted into the 19g needle, then the physician attempted to advance the zebd stent over the wire guide. However, the wire guide could not be inserted into the stent since the pigtail became kinked. Another zebd-7-7 was used instead to complete the procedure. There have been no adverse effects to the patient reported. This file was created to capture the off label use of the zebd-7-7 that was used to complete the procedure, this biliary stent was used for pancreatic pseudo cyst drainage.